Event description:
Customer reported a button error alarm. The customer's blood glucose was 72 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.